Event description:
The surgeon reported he has a pt with a pip prosthesis which broke "at the shaft one year since surgery date." The surgeon reported, "the exchange of the prosthesis will take place on (B)(6) 2006." Add'l info has been requested by integra lifesciences.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.